Event description:
It was reported that thrombosis occurred. This patient is part of a clinical study. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was successfully implanted. The patient was discharged. The patient was noted to have a small clot on the surface of the watchman device. The patient was ordered to switch to full dose of anticoagulation medication (eliquis). The patient will have a transesophageal echocardiogram (tee) in six (6) - eight (8) weeks. There was no patient hospitalization.